Event description:
The customer reported that their philips intellivue mp5 device would lose settings after rebooting.

Manufacturer narrative:
(B)(4): the customer reported that their philips intellivue mp5 device would lose settings after rebooting. The device rebooting is obvious to all users as the blank display looks nothing like normal monitoring and also there are audible alerts upon restart. However, philips is reporting this loss of settings in abundance of caution because we have not determined what settings were lost and if the loss was obvious to users. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.